Manufacturer narrative:
Upon reciept at our post market quality assurance laboratory and a review of device memory revealed that the device declared elective replacement indicator (eri) due to charge times greater than the extended mid-life eri charge time limit while the battery voltage was still at 3.05 volts. This behavior is indicative of devices where eri is triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific received information that this device triggered elective replacement indicator (eri) due to extended charge times in (B)(6) 2012. A capacitor reformation was performed at that time decreasing the charge times. At the most recent follow up the physician elected to replace the device. This device will be returned. No adverse patient effects were reported.